Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a pending infection. The foley was sutured into corpora and could not be removed without going back to operating room. It was noted that the patient had a urethral compromise and could only get one malleable cylinder implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pending infection, the foley was sutured into corpora and could not be removed without going back to operating room, the patient had a urethral compromise and could only get one malleable cylinder implanted. There were no additional patient complications reported.